Event description:
It was reported the patient initially got the stent placed in march. During a stent extraction, the sof-flex multi-length ureteral stent set broke off into the patient. Another procedure was needed to be scheduled for the stent to be extracted. At this time, no adverse effects for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. It was reported the patient initially got the stent placed in march. During a stent extraction, the sof-flex multi-length ureteral stent set broke off into the patient. Another procedure was needed to be scheduled for the stent to be extracted. No adverse effects for the patient were reported due to this occurrence. Reviews of documentation including the quality control (qc) procedures and instructions for use (IFU), as well as visual inspection and dimensional verification of the returned device, were conducted during the investigation. The complaint device was returned without package or label. The stent was returned in 2 segments with the longest segment measuring 32.1cm and smaller segment measuring 2.5cm. Both ends of the longer segment appear to have fracture damage and only one other segment was returned; so, it appears to be missing a segment. The smaller segment only shows one end with fracture damage. Both segments are encrusted with foreign matter. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. A search for additional customer complaints associated with this lot was also unable to be conducted as it was unknown. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: 'precautions: - do not force components during removal or replacement. If resistance is encountered, stop. Determine the cause of the resistance before proceeding. Stent removal: - the stent may be removed by gentle withdrawal traction using endoscopic forceps or tether. How supplied: - upon removal from the package, inspect the product to ensure no damage has occurred.' Based on the available information, inspection of the returned device, and the results of the investigation, cook has concluded a definitive cause could not be determined from the available information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.